Event description:
It was reported, the pt is experiencing discomfort and heating at her scs ipg site. An sjm rep met with the pt and observed the pt's ipg seemed to be moving inside the pocket. The pt stated, she was also having some difficulty communicating with the ipg when using the charger. The rep did not encounter any difficulty communicating with the pt's ipg with either pt programmer or charger. Surgical intervention to revise the pt's ipg pocket may be undertaken at a later date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.